Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker malfunction error and no noise was coming out. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and performed functional testing of the device. Results of functional testing indicate that there was a speaker malfunction error; however, the speaker was not faulty. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The fse replaced the mainboard to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.